Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed; however the inflation difficulties were unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was located in the mid left anterior descending artery (lad) with mild tortuosity. After pre-dilatation, when pressure was applied to the xience prime stent delivery system (sds) balloon up to 14 atmospheres, the balloon did not inflate. The device was retracted from the anatomy and it was noted that some of the stent struts were flared. There was no resistance noted during advancement to the lesion or during retraction. Another stent was used to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.